Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the server was not showing the correct quantity matching with the machine in infusion. A field service engineer (fse) found that the device was not on the proper network, which prevented remote support from functioning, worked with information technology team and verified operation by performing remote access. The fse checked the station remotely while being at the device. After consulting with the customer, no immediate issue was observed. However, upon further investigation, the fse and the customer identified a medication configuration issue. The required medication was able to be removed, after the customer resolved the configuration. The issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the server did not show the correct quantity matching the machine in infusion, and the patient profile was grayed out. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.